Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed at zoll manufacturing corporation. Upon investigation, all three therapy electrode pads were cosmetically damaged. There was no indication of sharp edges on the therapy electrode pads. There was no damage documented for any of the ECG electrodes. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction that would cause or contribute to the reported skin irritation.

Event description:
A us distributor reported that the patient had developed a skin irritation under one of the ECG electrodes. The irritation was described as red, and irritated with some bruising. The patient's daughter later reported that the skin had opened and the patient had been burned and the skin had broken open. The patient visited a walk in clinic, and was provided with an unknown cream or powder. During a follow up call, it was reported that the patient had a broken blister, skin irritation, and bruising under the front therapy electrode pad. It was noted that there was no irritation under the ECG electrode. There was no report of a burn or burned skin during this follow up call. The outcome of the irritation is not known. There is no indication that the patient experienced a treatment event. There is no indication of a device malfunction that would have caused or contributed to the reported irritations.